Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10 additional contact number: (B)(6). A getinge field service engineer (fse) upon initial inspection of the fiber optic extension port. Can verify that there is no damage to the input connector blue plastic. Power up unit and allowed the system start the clinical app in standby mode. Unit did not alarm with any fiber optic faults. In clinical mode fse can verify that the system does recognize fse test chamber. The arterial pressure source will transition to fiber -optic. Verified in the error log the following errors: fos continuous bit failed ID# 53 / number of occurrences 22. All errors occurred on 3/17/2024. Fse connected fiber optics interface test chamber and performed "fiber optic test" in the function test menu. Performed test three consecutive times to ensure consistency in lamp output/pwm values. Each test produced results within manufacturer specifications. Could not duplicate exact error. On 4/24/2024 - replaced the fiber optic extension connector as a precaution. Connect the fiber optic test chamber, balloon catheter, and trainer to test the fiber optic functionality. Instrument was successful in calibrating the fiber optic system an deliver appropriate inflation and deflation pulses. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0012-00-1562 cable assembly, fiber optic extension serial number 12 09_ram with a reported unit failure of fiber optic failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part cable assembly, fiber optic extension serial number 12 09_ram into the cardiosave test fixture serial number and tested the fiber optic connector to factory specifications per the cardiosave service manual part revision r. The fat dept. Proceeded to perform the fiber optic test. The fiber optic test was performed five times. Each time the fiber optic connector passed testing. The fat dept. Could not verify the failure experienced by the customer. The connector passed testing. Retaining the fiber optic connector in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that during use by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) has fiber optic failure . There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) upon initial inspection of the fiber optic extension port. Can verify that there is no damage to the input connector blue plastic. Power up unit and allowed the system start the clinical app in standby mode. Unit did not alarm with any fiber optic faults. In clinical mode fse can verify that the system does recognize fse test chamber. The arterial pressure source will transition to fiber -optic. Verified in the error log the following errors: fos continuous bit failed ID# (B)(4) / number of occurrences (B)(4). All errors occurred on (B)(6) 2024. Fse connected fiber optics interface test chamber and performed "fiber optic test" in the function test menu. Performed test three consecutive times to ensure consistency in lamp output/pwm values. Each test produced results within manufacturer specifications. Could not duplicate exact error. On (B)(6) 2024 - replaced the fiber optic extension (0012-00-1562) connector as a precaution. Connect the fiber optic test chamber, balloon catheter, and trainer to test the fiber optic functionality. Instrument was successful in calibrating the fiber optic system an deliver appropriate inflation and deflation pulses. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has fiber optic failure . There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.